Event description:
A patient reported that they like their bite and it was headed in the right direction, but now at the end of the 14 days of alternating, it feels like their top right lateral incisor is moving out of place again and feels like it tilted again and is moving back to where it used to be behind their top right central incisor. The patient said that they slept in and wore both retainers for 9 hours last night. After doing this their front molars are meeting before their back molars even more now. The patient sent in a video for the video to be evaluated and it was determined that the patient has a slight posterior open bite present.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.